Event description:
Tosoh customer was performing hba1c on the tosoh g8. The quality controls were within acceptable ranges but pt chromatograms did not look correct because of missing peaks. Results were reported but no pt treatments were affected. The filter was changed on the analyzer, specimens were repeated and chromatograms were correct. Corrected results were issued for all previously erroneous results. The lab manager believes the incident was caused by operator error.